Event description:
Subsequent to the intial medwatch report, resistance was felt, but no force was applied. Once the location was verified, no further attempt was made to remove the stent from the femoral artery. A smaller non-abbott stent was implanted at the target lesion and the procedure was completed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) - incorrect removal. Evaluation summary: the stent delivery system (sds) was returned with blood on the balloon, consistent with being advanced into the anatomy as reported. There was no contrast visible. The stent implant was dislodged from the balloon as reported and was not returned. There were crimp marks on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. The balloon was tightly folded, suggesting that it had not been inflated. There was no other damage noted to the sds. The guiding catheter used during the procedure was not returned. Based on the reported information, it appears that the stent dislodgment is the result of resistance within the lesion, as it was reported that the anatomy was difficult, requiring multiple attempts to advance the device and resistance was felt. It is likely that during the attempts to advance, the stent met resistance with the lesion causing the stent to loosen on the balloon. Additionally, with the stent loose on the balloon, this likely caused difficulty retracting the unit back into the guiding catheter and ultimately caused the stent to become dislodged from the balloon. The stent remains in the femoral artery with no attempts to retrieve. To ensure this is not the result of a product deficiency, all sds are 100% visually inspected for proper stent placement and stent damage, and are 100% dimensionally inspected for crimped stent outer diameter. Additionally, samples are removed from each lot for destructive stent dislodgement testing. It should be noted that the rx herculink elite instructions for use states: should unusual resistance be felt at any time during either lesion or duct access, or during removal of an undeployed stent, the stent system, wire, and guiding catheter should be removed as a single unit. There were no associated nonconforming material records for the reported lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that during a renal angioplasty, using a 6.0 x 18 herculink elite rx stent system, the anatomy was reported as difficult, requiring manipulation of the device. The stent became loose on the balloon. During an attempt to pull the stent into the guide catheter, the stent dislodged and migrated to the femoral artery. A smaller unspecified stent was implanted at the target lesion and the procedure was completed. There was no adverse patient sequela and no clinically significant delay in the procedure.